Event description:
On (B)(6) 2025, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. The internal iliac component(iic) was advanced through the 12fr sheath, but a strong resistance was felt. The catheter breakage was observed upon removing the iic device. As the breakage part remained within the sheath, it was removed together with the sheath. The procedure was continued using other device.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product history review and product evaluation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Product investigation: the findings from the evaluation of the returned devices are consistent with the reported failure mode of endoprothesis getting stuck inside the introducer sheath. In addition, the findings are consistent with leading end of the catheter separating; however, the reported catheter breakage cannot be independently confirmed as the catheter was not returned. As received it appeared that only the introducer sheath was returned, but through the engineering evaluation it was determined that the internal iliac endoprothesis was still within the introducer sheath. Further, an x-ray was performed on the introducer sheath and it was observed that no portion of the delivery catheter remained indicating the leading end had separated allowing the rest of the delivery catheter to be removed. In addition, the introducer sheath and dilator tip were observed to be deformed, but the timing and the cause of the deformation could not be determined. The cause of the reported failure modes could not be established with the available information.